Event description:
Transport pro has external power connector to charge the batteries. This external connector is very flimsy and does not make good contact with the device, so batteries do not charge even though visually it appears that this should occur. We consider this a major design flaw.